Event description:
Trocar did not fit cannula and the physician was not sure if he got a good biopsy sample. Additionally, account stated, "the case was delayed while staff looked for other instruments to do biopsy. Patient required additional anesthesia as a result."

Manufacturer narrative:
An investigation was initiated into your report. At the time of this report, the device was not available for evaluation and the lot number was not provided. Without the lot number, we are unable to review the device history records to determine if any deviations took place during the manufacturing process of this device. In addition, without the actual sample, we are also unable to confirm your report and assign a root cause for your complaint. A review of this product catalog number identified no trends being detected for this issue. If the product is returned in the future, a follow-up report will be filled and an investigation will be reopened to elevated the returned sample.